Event description:
It was reported that customer experienced cartridge alarm during pumping, with alarm 20 confirmed in pump history and recurring after customer loaded second cartridge using proper technique. There was no reported impact to the customer¿s blood glucose level. Customer contacted distributor support, was instructed that pump required replacement, received replacement pump under warranty with storage and return instructions, agreed to return problematic pump, and declined goodwill cartridges and to share information on backup insulin therapy, and no further information was expected.